Event description:
It was reported that within one day of implant, dropped beats were recorded as "pauses" on the holter at regular intervals throughout the night and day. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086-52 lead, implanted: (B)(6) 2014. (B)(4).